Manufacturer narrative:
Correction: b1, product problem also selected. Correction: b2, required intervention to prevent permanent impairment/damage (devices) also selected. Correction: b5, indicated that the failure to interrogate the device was via bluetooth telemetry, it was previously reported as via inductive telemetry.

Event description:
The failure to interrogate the implantable cardioverter defibrillator (ICD) was via bluetooth telemetry.

Event description:
It was reported during in clinic follow up that the right ventricular lead displayed intermittent capture this was suspected to be due to a possible micro-perforation during lead implant. Failure to interrogate the associated implantable cardioverter defibrillator (ICD) via inductive means was also noted, but issue was ultimately resolved in later interrogation attempt. The lead was explanted at (B)(6) hospital on (B)(6) 2026. Patient was stable following procedure.